Event description:
A wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement in a female pt (age and weight unk) in 2008. According to the complainant, after the stent was deployed, the physician could not remove the delivery catheter. The "tip of the catheter got stuck in the ends of the stent. The physician then cut the delivery catheter to remove it from the endoscope and dragged the remaining catheter into the pt's stomach using an esophagastroduodenoscopy egd scope." Following the procedure, the pt's white blood cell count was elevated. The pt had an interventional radiology procedure to drain the liver. The white blood cell count decreased after this procedure. The pt was "fine" following the event. The physician plans to leave the remaining catheter in the pt and retrieve it at a later date (date unk) "... Once the stent opens up a little."

Manufacturer narrative:
The device has not ben returned; a device evaluation cannot be performed; therefore, the cause of the reported event is undetermined. The feb 2008 15 month rx biliary product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complaints have been reported for the lot.